Event description:
The following was reported to gore on (B)(6) 2026 from the imedidata study database: on (B)(6) 2026, a patient with an aneurysm in the thoracic aorta underwent an emergent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system implanted in zone 5 in the descending thoracic aorta. A superior mesenteric artery (sma) thrombectomy was performed as an adjunctive procedure due to thrombus in the aorta. On (B)(6) 2026, an infection was reported leading to the patient receiving IV antibiotics. Blood cultures obtained one day after showed no growth. The patient did not have any pre-existing infection but this infection is considered empirical and a likely response to the patient's reperfusion, intestinal ischemia, and pneumonia.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02ta together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records and sterilization records associated with the reported lot number and verified that all release criteria had been met. This complaint was initiated based on information received from a study database. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. However, reportedly, the infection is a likely response to the current patient conditions. Per the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), patients with a systemic infection who may be at risk of endovascular graft infection is listed as a contraindication. In addition, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: stent graft infection. H6: code b31 - labelling review, should be added. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.